Event description:
It was reported that the fabius unit posted a ventilator failure at the end of a case. The patient was bagged and the case was completed. There was no patient injury reported. Remark: this report is filed belatedly. It was determined during data review that - due to a problem in internal communication. No initial report was submitted within the appropriate time frame.

Manufacturer narrative:
Upon checking the device on-site, the dispatched dräger service engineer could confirm the observed shutdown of automatic ventilation. The engineer identified problems with the ventilator motor and replaced it, consequently. The device passed all consecutive tests and could be returned to use. An in-depth evaluation of the replaced motor was not considered necessary since the failure mechanism was evaluated in detail already within the frame of investigation of earlier complaints with the same nature: wear-and-tear related abrasion of the collector disc results in development of positions where the motor does not provide mechanic power due to contact interrupts to the carbon brushes; speed fluctuations will be the consequence. These speed fluctuations may result in a deviation between intended and expected piston position and can cause an application of false tidal volumes and/or damages to the ventilator unit. To prevent from that the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component after almost 16 years of use; no patient consequences have been reported. The repair exchange has fully solved the device problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.